Event description:
It was reported that the patient's device initially worked for her, though she felt actual stimulation only some of the time. The patient had a loss of therapeutic effect and after undergoing several unsuccessful reprogramming sessions she started to experience painful shocking sensations in her back and down her leg, as well as episodes of overstimulation. Impedance measurements were normal. The device was turned off and subsequently explanted.

Manufacturer narrative:
Final device analysis revealed no anomalies associated with the ipg or extension. No significant anomalies were discovered with the lead, though it was out of specification. It was suspected that it was cut through during explant.